Manufacturer narrative:
Please note that this date is based off of the year of publication of the article as the event dates were not provided in the published literature; the date is only valid for the year, as the specific date of publication was not provided. Concomitant medical products: product ID: neu_unknown_ext, product type: extension. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. Product ID: neu_burrholecap, product type: accessory. Product ID: neu_unknown_lead lot#, product type: lead. (B)(4)

Event description:
Kondziolka, d., whiting, d., germanwala, a., oh, m. Hardware-related complications after placement of thalamic deep brain stimulator systems. Stereotact funct neurosurg. 2002. 79(3-4): 228-233. Doi: 10.1159/000070836. Summary: we evaluated results from two centers in a large metropolitan area where deep brain stimulation (dbs) systems are implanted into the thalamus for patients with tremor. Reported events: ten (10) patients with deep brain stimulation (dbs) experienced a breakage of the lead in its extracranial location. Immediate symptoms included loss of tremor control and paresthesias. All of these breakages were proximal to the connector and were most commonly in the cervical area (8 of 10). It was noted that the patients underwent lead replacement. Seven (7) patients with dbs experienced system infection, which was diagnosed by clinical symptoms of fever and signs of erythema and purulent exudate. The subcutaneous pocket in the upper chest was believed to be the initial site of infection for four patients, 1 patient had obvious purulence from the cranial incision and in two patients, and the infection was believed to be from erosion of the connector. It was noted that bacterial cultures "usually" yielded skin flora. Management of the infections involved removal of the entire system, except when the infection involved only the pulse generator. This was removed, the distal cable cut, and a new cable and generator implanted later. Two patients underwent removal of the cable or connector only due to the infection and/or erosion. One (1) patient with dbs experienced migration of the cranial lead, as the lead had "pulled out." This patient reportedly underwent repositioning of leads due to inaccurate control of symptoms, secondary to the migration. One (1) patient with dbs developed a chronic subdural hematoma below the burr hole site. One (1) patient with dbs had a defective battery system; it was noted that the patient experienced early battery depletion in less than one year. The patient underwent removal of the system as a result. One (1) patient with dbs had a "defective" connector. The patient underwent removal of the system as a result. Two (2) patients with dbs underwent repositioning of the leads for inaccurate control of symptoms. The author stated that the burr hole fastening device and cap was not an optimal system for anchoring the electrode lead without some degree of movement after the lead was removed from the stereotactic frame. The source literature did not include any specific device information. Further information has been requested; a supplemental report will be submitted if additional information is received.